Event description:
It was reported that there was a high impedance issue of >10,000 ohms. It was noted that the extension had high impedance of >10,000 ohms and that the impedance during the operation was >10,000. It was noted that the event occurred during the procedure. It was noted the product status was explanted-complete. It was noted that the implant and explant dates were the same day. It was also noted that the device was not implanted. It was noted that the product was replaced. It was noted that under ¿specify electrodes with issue¿ that ¿no problem with the lead¿ was written. It was also noted under ¿lead/extension issue¿ that ¿damage detected when capping the lead¿ was written. It was noted that extension ¿defectueuse.¿ action required as a result of the event was replacement. It was also noted that no action was required as a result of the event. It was noted that diagnostic testing or troubleshooting was not performed but would be performed in the future. It was noted that if there was a product issue the issue was not resolved. There were no patient symptoms or complications associated with the event. The patient¿s status was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).